Event description:
At the conclusion of a cardiopulmonary bypass procedure, after extracorporeal circulation had been concluded, the central control monitor of the heart lung console appeared to malfunction. Manual control of the system pumps and alarm sensors continued to be available through local controls. There was no reported adverse consequence to the pt as a result of this event.

Manufacturer narrative:
No consequences, or impact to pt. Computer failure. Evaluation anticipated but not yet begun.